Event description:
It was reported to boston scientific corporation that a capio device was used during a vault prolapse procedure performed on an unknown date. According to the complainant, during the procedure, the suture failed twice to go through the ligament when fired. On the third attempt, the needle detached from the suture inside the patient. The physician performed x-ray and CT scan to find the needle, however it was not seen in the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.